Manufacturer narrative:
Follow-up #1: date of submission 10/10/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2013 with the following findings:there was no visible damage to the keypad. Testing found that the down arrow button had an intermittent response. The keypad was removed and contamination was found under the up, down, & contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6), the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the down arrow button was intermittently responding for about 1 week and was getting worse. The reporter indicated that there was no evidence of damage to the keypad or moisture damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.